Event description:
The customer reported that during a thyroidectomy, the system was not lighting up like it should. The device was not stimulating when directly on the nerve. The case was continued without the device. Follow-up with the customer indicated that the procedure involved an emg et tube and that the surgeon believes the anesthesiologist may have placed the tube incorrectly. The sales rep went to the facility to look at the device. He indicated that there were no issues with the device. They realized it came down to placement of the emg et tube. The customer has had no further issues with the device. There was no injury reported as a result of this event.

Manufacturer narrative:
Concomitant medical products. Xom unknown nim (emg et tube); manufacture date ¿ unknown; lot ¿ unknown; use by date - unknown. (B)(4). The device has not been returned. Therefore, an analysis cannot be performed this device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.